Event description:
It was reported that pump experienced malfunction with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer administering correction injection using multiple daily injections, switched to backup insulin therapy via injections, and did not require help from third parties, while technical support arranged replacement pump.